Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, a red error screen indicative of a da error was exhibited. Technical services was contacted, at which time they stated the error message is benign to the user and confirmed the device was functioning normally and no further actions were required. Additionally, no resulting adverse patient effects were reported.